Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to perform pump reset, chose to complete reset during call, and was then able to successfully interact with pump screen, with no further issues reported.